Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarm was noted during testing. The insulin pump passed the displacement test and the rewind. The insulin pump had intermittent down arrow button response due to severe moisture damage to the keypad traces. The insulin pump alarmed for a motor error and motor position encoder error due to moisture damage to the force sensor resistor. A corroded motor home switch was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and button error. The customer stated that after the motor error alarm, she changed the battery, and the insulin pump still alarmed motor error, followed by the button error. The customer did not know the blood glucose reading. She noted that the insulin pump had been sitting on a desk while she was taking a shower prior to leaving to see her doctor. She stated that the insulin pump had not been exposed to a strong magnetic field. She was unable to complete the troubleshoot procedure for the motor error alarm due to the button error alarm. The customer did not observe any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.